Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Age at event: mean age. Date of event: estimate of when events began study title: veclose trial 12-month outcomes of cyanoacrylate closure versus radiofrequency ablation for incompetent great saphenous veins. Author: nick morrison, md, kathleen gibson, md, michael vasquez, md, robert weiss, md, daniel cher, md, monte madsen, rvt, rphs,f, andrew jones, md http://dx.doi.org/10.1016/j.jvsv.2016.12.005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was conducted to evaluate the outcomes of cyanoacrylate closure (cac) with venaseal device versus radiofrequency (rf) ablation with closurefast catheter for incompetent great saphenous vein (gsv) closure. There were 222 patients with symptomatic gsv incompetence; 108 received cac and 114 rf ablation. Average age of cac group was 49 years, and rfa group was 51 years. Follow up duplex ultrasound were performed at 3,6,12 month intervals. The patients treated with venaseal presented with infection at the access site, reocclusion, recanalisation patients underwent phlebectomy and sclerotherapy and chronic phlebitis treated with nonsteroidal anti-inflammatory drugs. The patients treated with the closurefast catheter presented with infection at the access site, reocclusion, recanalisation, superficial phlebitis and heat induced thrombus extension. The study concluded that both cac and rfa treatments result in high occlusion rates. Time to complete occlusion was faster with cac, and freedom from reopening was higher after cac. Quality of l ife scores improved equally with both therapies.